Manufacturer narrative:
The company representative examined the system. The company representative powered on the system, and was able to complete priming and tuning with no issues. The company representative checked the cassette, and noted no issues were found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the middle of a cataract surgery, the system suddenly stopped working and a message displayed. The cassette was reinserted, but the issue persisted. A new cassette was used, and the system was rebooted several times, however, the same message appeared. The surgeon completed the case by manually removing the nucleus. There was no harm to the pt.